Manufacturer narrative:
Updated data: a4 - added mean patient weight of the study population. B5 - additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths and adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: nosair a et al. Tricuspid three-dimensional ring versus fashioned flexible band annuloplasty in management of functional t ricuspid valve regurge: comparative long term study. Cardiothorac surg. 2020 may 11;28(13): 1-8. Doi: 10.1186/s43057-020-00023-2. Earliest date of publish used for date of event . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the long-term outcomes of using 3d rigid rings and flexible fashioned bands in patients with functional tricuspid regurgitation. All data were retrospectively collected from a single center between march 2013 and september 2018. The study population included 170 patients and was predominantly female with a mean age of 39 years. The patient population was divided into two groups: group a (90 patients treated with 3d rigid rings) and group b (80 patients treated with flexible fashioned bands). Of the patients in group a, 70 underwent tricuspid valve repair with medtronic contour 3d annuloplasty rings. No serial numbers were provided. Among all patients in group a, one in-hospital death occurred due to multi-organ failure. In addition, 10 late deaths occurred in group a and causes included: infective endocarditis, stuck mitral valves, cerebrovascular events, renal failure, malignancy, and unknown causes. The study used non-medtronic annuloplasty rings in addition to the contour 3d. The type of annuloplasty ring implanted in each patient who died was not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients in group a, adverse events included: reoperation for bleeding, new permanent pacemaker implantation, cerebrovascular stroke, and recurrent tricuspid regurgitation without reoperation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.